Manufacturer narrative:
Philips service replaced the control module, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the lateral level moves by itself due to control module failure on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.